Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump displayed an occlusion alert during a supply change, with the user reporting no visible leaks, kinks, or air in the tubing and noting use of a teflon infusion set; a dry run was performed with the cartridge inadvertently left in the pump, then all supplies were replaced and delivery was successfully resumed. Symptoms included elevated blood glucose (322 mg/dl) prior to the supply change and subsequent glucose decline to a stable range. Outcomes included restoration of insulin delivery after replacement of all disposable components, with the user monitoring for recurrence. Investigation included review of device notifications, guided troubleshooting, a dry run, and replacement of supplies with successful restart. Investigation of this case revealed an insulin delivery occlusion that resolved only after a full supply change, consistent with an infusion set occlusion or related disposable component issue. It was concluded, based on previously established findings for similar reports, that the cause was an infusion set or disposable component occlusion that was corrected by replacing all supplies.